Manufacturer narrative:
The user reported no streaming function. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with redmi note 13 pro phone with android 14 operating system with app version 3.6.0.11193. The customer was unable to access their freestyle libre 3 app account and were instructed by adc customer service to "clear cache, toggle bt, and check battery and notification settings. As a result, the customer was unable to monitor glucose with sensor readings and experienced hypoglycemia, sweating, and weakness. The customer was treated with oral glucose by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with an unknown operating system version unknown. The customer was unable to access their freestyle libre 3 app account and were instructed by adc customer service to "clear cache, toggle bt, and check battery and notification settings. As a result, the customer was unable to monitor glucose with sensor readings and experienced hypoglycemia, sweating, and weakness. The customer was treated with oral glucose by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.